Event description:
No additional information received from customer.

Manufacturer narrative:
The initial report was sent in error. The event is unlikely to cause or contribute to a death or a serious injury if it were to recur.

Manufacturer narrative:
Based on the results of the investigation, the most probable root cause was traced to a component failure which is expected or random component without any design or manufacturing issue. A device history record (DHR) review revealed no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, there were residues in the hoses. There was no patient involvement.